Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they haven't been feeling right, and when they try to use the patient programmer (pp) to check the implantable neurostimulator (ins) status it jumps from "on/ok" to "off/ok." It was stated that the issues have caused the patient to be bad and nervous, with them not feeling that therapy has been working since (B)(6) 2016. The patient has also been choking so bad they will throw up their food. Troubleshooting was performed and it was found that the ins is off, which was then turned back on with it reading on/ok and the patient noting they can feel it buzzing again and it is working. The patient believes the ins was possibly turned off by accident because they placed the pp underneath their sports bra strap and the strap was on top of the on/off button. Follow up with the healthcare provider (hcp) is to be conducted in regards to the patient choking so bad that they are throwing up their food, to ensure it is not related to the dbs device. The patient thinks the choking was a result of therapy having been accidentally shut off. The patient's indication for implant is epilepsy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.